Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had several failed defibrillation threshold (dft) tests and required external rescue. Additionally, the shock electrogram (egm) appeared different than at initial implant and showed a small qrs and larger t-waves. It was suspected that the df-1 terminal pins were reversed in the header. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed. Upon opening the device pocket, the df-1 terminal pins were confirmed to be switched in the device header. The terminal pins were moved to the proper header location. This product remains implanted and in service. No additional adverse patient effects were reported.